Event description:
The report received from affiliate indicated the procedure was percutaneous intervention to the common iliac artery with 80% stenosis and moderate calcification. The lesion was predilated and the palmaz schatz stent attempted for deployment. Of note, the physician did not use a long interventional sheath during this procedure. During advancement, the stent was become misaligned on the delivery catheter ballon when passing through external iliac artery. The physician was unable to position the stent to the target site and was also unable to withdraw the system back into sheath. Consequentyly, the physician deployed the stent at a non-target site, external iliac artery. Unsuccessful results were obtained, as the common iliac artery could not be stented, as no other stent delivery system was able to pass through the external iliac artery stent.